Event description:
Note: this report pertains to the second of three reportable complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-06216, and # 3005099803-2009-06217 for the other associated device info. It was reported to boston scientific corp that three excelon transbronchial aspiration devices experienced bent needles during a bronchoscopy procedure performed on (B)(6), 2009. According to the complainant, all three devices were tested prior to use and no damage was noted. During the procedure, the device kinked at the distal sheath while the needle was extended forward into the tumor. No sample was able to be obtained. The needle bent, and was unable to be retracted back into the sheath. The needle was removed from the scope fully out. This failure occurred three times in a row with three separate needles. The scope remained in the pt throughout the duration of the procedure; no scope damage was noticed. Two additional excelon transbronchial aspiration needles were then used; and the physician accepted whatever samples were obtained. The procedure lasted approx 2.5 hours. However, during this time period, the pt was being monitored and his vitals remained stable. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (needle bent). The complainant indicated that the complaint devices have been disposed and will not be returned for eval; therefore, a failure analysis of the complaint devices could not be competed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).